Manufacturer narrative:
H4: the device was manufactured from november 7, 2020 - november 8, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. This issue was identified during priming; however, it was also stated the event occurred "after injection into the patient". Therefore, it is unknown if the event occurred during patient use or prior to patient use. The device was attached 48 hours later (at 2ml/hour) and the infusion ran with no issues for the desired time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.